Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event month and day is unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the device did not completely fire and the staple line was over sewed. There was no patient consequence. No additional information is available at this time.